Event description:
Procedure type: gastric bypass. According to the reporter: on (B)(6) 2011, (B)(6) used a ceea28 to operate a gastro-jejuno-anastomosis for a radical operation of gastric cardia under general anesthesia. During the anastomosis, the surgeon fired a ceea28 stapler and found that some of the stapes were not formatted fully as a b shape. Then he removed the staples and used suture to finish the surgery. The patient recovered well. Medical intervention was required; surgery time was extended by 30mins or more.

Manufacturer narrative:
(B)(4).